Manufacturer narrative:
Citation: vilius dranseika v, et al. Melody valve to replace the mitral valve in small children: lessons learned. Ann pediatr cardiol. Jan-mar 2021;14(1):35-41. Doi: 10.4103/apc.apc_74_20. Epub 2021 jan 4. Earliest date of publish used for date of event and date of death. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding off-label surgical-hybrid implantation of the melody valve in the mitral position for small children. All data was collected between 2013 and 2019. The study population included seven patients (median age 6.7 months, median weight 5.8 kg). All patients were implanted with a medtronic melody transcatheter pulmonary valve in the mitral position. No unique device identifier numbers were provided. Prior to implantation, the authors noted that the melody valves were shortened from 28-30 mm to about 20 mm, by bending the distal and proximal stent struts backward, which facilitated implantation in the left heart. Of the seven patients, three deaths occurred. The first death was attributed to a ¿technical failure¿ in a case involving a (B)(6) patient (weight (B)(6)) who experienced left ventricular outflow tract (lvot) obstruction during melody implantation. Intra-operative attempt to correct the obstruction led to left ventricular rupture and death. Based on the limited details provided in the article, the melody may have contributed to this death. The second death involved a patient who died due to acute respiratory distress syndrome eleven days after successful melody implant. The authors specified this death was unrelated to the melody. The third death pertained to a patient with acute myeloid leukemia who died of sepsis eleven months after valve implant, despite a well-functioning melody. No correlation was made between the melody and this death. Non-death adverse events included: heart transplantation due to left ventricular diastolic dysfunction two months after melody implant; melody valve protruding in the ventricular cavity causing a high lvot gradient, which reduced spontaneously after cessation of adrenaline and better preloading; transcatheter balloon dilation performed five months after melody implant for a pre-existing pulmonary vein ostial stenosis, which the authors stated was unrelated to the melody; transcatheter balloon dilation three years after melody implant to treat an elevated gradient; and trivial/mild regurgitation. No additional adverse patient effects or product performance issues were reported.